Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 1. What tissue was being approximated or sutured when suture broke during the procedure? Subcuticular (skin). 2. Was there any adverse consequence associated with the patient? No. 3. Please clarify what is meant by "broke with normal tugging" (describe e.g. Easily snapped while pulling through tissue). Suture snapped when doctor tie with normal strength (not exerting any extra force while tying the knots). 4. Event date? (B)(6) 2020. 5. Procedure date? (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/22/2020. Additional h3 investigation summary: it was reported breakage suture. One empty open foil and one needle-suture in several pieces of product code v4420h, lot qabchcs0 were returned for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture piece was examined body fluids and the end present elongation. The others section of the suture was not were inspected and the ends present elongation. The product code v4420 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition it was suggest an improper handling of the sample. Two unopened samples of product code v4420h, lot qabchcs0 were returned for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "suture snapped during operation. Tensile strength of suture not like normal broke with normal tugging". Was there any adverse consequence associated with the patient? What tissue was being approximated or sutured when suture broke during the procedure? Please clarify what do you mean by "broke with normal tugging". Event date? Procedure date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section surgery procedure on an unknown date and suture was used. During the procedure, the suture snapped. There were no adverse patient consequences reported. Additional information was requested.